Event description:
During a coronary stent procedure, the stent dislodged from the delivery device. The delivery/stent device had been advanced through the struts of a previously placed stent and the stent appeared to be loose on the delivery device. The physician attempted to retract back into the guide catheter, however, the stent was flared and dislodged at the guide. The entire system wsa removed and several attempts were made at retrieval. The stent was brought back as far as the iliac and the physician elected to secure it with another stent. Pt status is listed as "okay".